Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip xtw (40126a1095) was prepared per instructions for use (IFU) and was inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. A mitraclip xtw (40308a2011) was then inserted and deployed on the mitral valve. To further reduce mr, a second mitraclip xt (40117a1087) was inserted without issues. However, during deployment, the second clip likely interacted with the first implanted clip and after the second clip was deployed, the first clip implanted (40308a2011) had appeared to be mobile. It was noted that the first clip was partially attached to one leaflet and fully attached to the other leaflet (partial clip movement). It was noted that difficulties visualizing the clips occurred during the procedure. The procedure was completed with two clips implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (implanted) was due to procedural circumstances. The reported partial clip movement was a cascading event of the reported device damaged by another device (implanted). The reported difficult imaging was due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.